Event description:
It was reported the device was returned for repair. Followup indicates the programmer was not working when attempting to use it. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the hinge plate was loose, hinge plate screws were missing, and the stylus was missing. Unable to confirm reported event. Product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).